Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: impl tapered scr-v sbm 4. 7mm 4.5mm 13mm; item #: (B)(4), lot #: 63129484. The reported device was received for evaluation. Visual inspection identified a fractured screw inside an unknown zimmer patient specific product abutment and the remaining fractured screw portion within the implant. The unknown screw was fractured on the threaded portion. The reported condition, "unknown zimmer screw from a patient specific abutment fractured within the implant" was confirmed. The device history record (DHR) review and complaint history review could not be performed for the unknown screw as the device lot is unknown. A complaint history review was completed for the most common zimmer screw dating back 12 months, however and the complaint history review revealed that there are no existing non-conformances. A DHR review was completed for the reported implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A definitive root cause could not be determined. The most likely root cause of the reported event include incorrect assembly and excessive loading. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown zimmer screw from a patient specific abutment fractured within the implant. The implant was removed and the patient will return for implant replacement. There was no report of patient injury.